Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's driveline was rescue taped. A clamshell repair was performed for (B)(6) 2024 with no issues.

Manufacturer narrative:
This event was determined to be supplemental information. The investigation findings will be submitted under MDR-2023-49816-01.